Event description:
It was reported that there were stored ventricular episodes with noise on the right ventricular (rv) lead channel on this implantable cardioverter defibrillator (ICD) system. Patient was tested in clinic and the noise could be reproduced on the shock channel with isometrics. Technical services (ts) analyzed device episode data and confirmed noise and oversensing on the rv channel, then discussed troubleshooting including possible mechanical lead noise. Isometric testing was done and did not reproduce the noise. No adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that there were stored ventricular episodes with noise on the right ventricular (rv) lead channel on this implantable cardioverter defibrillator (ICD) system. Patient was tested in clinic and the noise could be reproduced on the shock channel with isometrics. Technical services (ts) analyzed device episode data and confirmed noise and oversensing on the rv channel, then discussed troubleshooting including possible mechanical lead noise. Isometric testing was done and did not reproduce the noise. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this rv lead was surgically abandoned due to the aforementioned noise and oversensing. Another rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.